Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided.